Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming handle weld. The analysis results confirmed that the device was received with the handle open due to an insufficient handle weld. No functional test could be performed with the device; however the returned cartridge was tested for functionality with a test handle and it fired the remaining staples as intended and with a proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a general surgery procedure, the device handle fell apart during use. When the surgeon observed the staples, they were malformed. They completed the procedure with a new like device. There was no patient consequence reported.